Event description:
It was reported that a patient presented remotely via merlin.net. Upon reviewing the transmission, the patient's implantable cardioverter defibrillator (ICD) was found to have a reset alert. Upon bringing the patient in-to clinic, no back-up or reset was found. Interrogation revealed an incorrect reset alert, without true ICD reset. No intervention was taken and the patient will continue to be monitored. The patient was stable throughout.